Manufacturer narrative:
The power supply and power management board (pm) were returned to the failure investigation (fi) laboratory. A visual inspection of the power supply and pm board revealed there were no anomalies. The fi technician installed the power supply and pm board into a fi ventilator to duplicate the reported issue. The power supply and pm board were tested, and the customer complaint was verified. The integrated component u1 failed, causing the failure of the power management board and power supply.

Manufacturer narrative:
Report date: 30jul2021.

Event description:
The customer reported that while providing therapy to a patient, the ventilator alarmed it was running on battery power and it would not operate on ac power. The ventilator alarmed continuously. The ventilator was on a patient and the patient was swapped to a different ventilator. No additional patient harm was reported.